Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter and clarified what was reported previously. The circumstances that led to stimulation being off at the time of the call was their implantable neurostimulator (ins) was giving them "trouble (slow)" when they laid down; they could feel stimulation in their back. When asked to confirm the cause of the feeling stimulation in the back when you lay down issue, the patient said the battery was changed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter; they answered the questions with respect to their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a sudden change in therapy/symptoms. Patient said they first noticed the stimulation issue on (B)(6) 2017; they sometimes don't feel stimulation. The cause of the lack of stimulation issue was determined; they changed the battery on (B)(6) 2017. No further patient complications have been reported as a result of this event.